Event description:
The report states that at the distributor's facility, it was found that switches on the electrosurgical pencils were colored oppositely on cut and coag modes.

Manufacturer narrative:
Investigation has been started and a follow-up report will be submitted when the investigation is completed.